Event description:
It was reported that during a sacral colpopexy with the davinci robot, the tip of the device fell off into the pt. The tip was successfully retrieved from the pt with no pt harm resulting.

Manufacturer narrative:
Final device investigation revealed that one side of the jaw of the device and the connecting wire was broken off. The break was jagged and did not appear to have occurred along any molding lines.